Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. Section country was updated. On (B)(6)20 adc was made aware that the callers country was (B)(6) and not (B)(6) as reported in the initial report.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a sensor scan result of 8 mmol/l was obtained compared to built-in reader result of 33 mmol/l. Customer reported experiencing symptoms described as vomiting and "ketoacidosis" and was seen in the ICU of a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified) and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a sensor scan result of 8 mmol/l was obtained compared to built-in reader result of 33 mmol/l. Customer reported experiencing symptoms described as vomiting and "ketoacidosis" and was seen in the ICU of a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unspecified) and intravenous fluids. There was no report of death or permanent impairment associated with this event.